Event description:
It was reported that the pt (B)(6) complained of discomfort at the ipg site. She reported that she has lost weight and her physician plans to relocate the ipg from the pt's buttock to her abdomen. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.